Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving compounded baclofen 4000 mcg/ml at 312 mcg/day (lot number unknown) via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient experienced increased spasticity. There were no environmental/external/patient factors that led to the issue. A dye study was performed on (B)(6) 2016, and the catheter was easily aspirated. The injected dye flowed properly to the intrathecal space. There were no visible kinks or "links." The patient was referred to his managing hcp to assess dosing. The issue was not resolved at the time of the report. The patient status was reported as "alive-no injury." No surgical intervention occurred and no surgical intervention was planned. The cause for the increased spasticity was unknown. Further information was received that the patient was not taking any other medications at the time of the event. It was noted the patient had a growth spurt and complained of pain in his knees and hamstrings. Insurance would not authorize a visit with the hcp to increase the dose, so the mother took the patient to the emergency room. The patient was admitted to the pediatric intensive care unit (picu) as a precaution. Had the pump and catheter "eval" and all intact. The patient was given oral baclofen and the patient's increased spasticity resolved. The patient finally got authorization to see his hcp for a dose increase. The patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.